Manufacturer narrative:
The DHR review was completed. This device passed all manufacturing and sterilization inspections with no nonconformance.

Event description:
As reported to sales rep, after approximately 8 years and 5 months after valve implantation, the patient required a valve in valve procedure with a sapien xt 23mm due to stenosis. The valve was implanted in 2004 due to aortic stenosis. In autumn of 2012, the patient was treated for hacek (slow-growing gram negative bacteria part of the human flora) - endocarditis. Blood sample was positive for pleuro-pneumonia treated with antibiotics. The patient suffered with dyspnea but no chest pain. The echo reportedly showed stenotic prosthetic valve, jet velocity 5.1 m/s, 0.20 vti, aortic valve area 0.5 cm2. Patient was stable after procedure.

Manufacturer narrative:
Method: device not returned. The model and serial number of the device were not reported and remain unknown. The device history record (DHR) review cannot be done without this information. The device will not be returned for evaluation because it remains implanted. The patient received a sapien 19mm heart valve replacement device in a valve-in-valve procedure. No additional information is known. No operative report or echocardiography has been made available. Therefore, we are unable to determine root cause for replacement of this device. Implant date was reported only as some time in 2004. This patient is not listed in our implant patient registry. Therefore, we are unable to calculate the implant duration. The implant period, however, is at least 8 years, 5 months, 18 days. Although bioprosthetic valves have been proven to have excellent long term durability, failure does occur in a small number of valves. Explant of a valve after a substantial implant duration is more likely due to structural valve deterioration (svd) and can occur as a result of stenosis (from calcification or host tissue overgrowth), regurgitation, dehiscence, fibrosis or non-calcific degeneration. In this case, there is insufficient information regarding the condition of the device and the event surrounding the explant. The health care provider has not provided any additional information; therefore, the root cause for replacement of this device remains indeterminable.